Manufacturer narrative:
The broken 9-hole plate was returned for investigation. The surface of the plate shows small scratches but no other relevant damages. The fracture surface examination indicates that the fracture is a fatigue fracture. The fracture has its origin in on the lateral side of the plate at the interface with the thread of the screw hole. The fatigue fracture progress diagonally to the outer corner of the plate on the surface close to bone. Possible causes for the reported event 'breakage' according to dfmea: due to mechanical (fatigue, static, wear); due to inappropriate pt behavior; due to implantation of a damaged implant; due to reuse of a single use device; due to strength of the ncb plate is reduced. Based on the given info and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional info was received that a revision surgery was performed on unk date.

Event description:
It was reported that a (B)(6) year old patient was implanted a ncb df plate, right, 9 holes on an unknown date. It was reported that she returned home and had a fall on (B)(6) 2015 which resulted in a fracture of the plate through a hole which was filled with a screw and a locking cap. It is further reported that a revision surgery is planned.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).